Manufacturer narrative:
Product analysis: visual and optical examination revealed approximately 2mm of the instrument tip has been broken off and not returned for analysis. Fracture surface analysis reveals a fairly flat ductile fracture with circular material flow, consistent with torsional overload. Dimensional inspection of the shaft diameter and material hardness confirms conformance to print specifications. This type of damage is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion at l5-s1 due to spondylolisthesis. Intra-op, when the surgeon accidentally tried to perform final tightening of the set screw with the reported driver, tip of the driver twisted and broke. The broken tip of the driver was retrieved from the patient; and no fragment of the driver remained inside the patient. Final tightening was finally performed with the correct driver. No patient complications were reported as a result of this event.